Manufacturer narrative:
(B)(4). Batch #: v94e3c. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure ¿relax pressure on blade¿ alert screen displayed by generator. And then titanium tip was broken during procedure. The breakage piece was retrieved by forceps and was discarded. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.